Event description:
Patient was complaining of a shocking sensation after receiving their enterra implant in (B)(6) 2022, which was not improved by switching out the battery in (B)(6) 2023. All unreported to enterra, the patient saw dr stocker to seek further resolution, who recommended a lead revision, which was performed by dr (B)(6) at (B)(6) today, (B)(6) 2024. Procedure was performed successfully; patient will undergo regular surgical recovery and then evaluate if the uncomfortable stimulation sensations have been mitigated by the lead revision.